Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board and backplane connections were reset. The system was then found to be operating as intended.

Event description:
The customer reported that there was a communication failure error message at boot up. This error may prevent the system from booting. There is no report of pt injury.